Manufacturer narrative:
Lvot obstruction in patients, who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused, by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise, that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards, before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Despite requests, additional information was unable to be obtained. The cause for the lvot obstruction could not be determined with the information provided. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis. And any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
Approximately 10 months post implant of a 26mm sapien 3 valve within a pre-existing surgical valve in the mitral position, the valves were explanted, and a new surgical valve was implanted. However, the patient expired. Per the hospital staff, the patient was experiencing lvot obstruction following the tmvr procedure. It was unclear if the valve had migrated more ventricular or if the lvot obstruction was due to some other cause. Both the surgical valve and the sapien 3 valve were explanted and a new surgical valve was implanted. The patient expired.